Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.